Event description:
It was reported that after insertion of the iab, bleeding was noted coming from the area of the wings of the hemostasis device. Due to this, the iab was removed and replaced. There were no pt complications.